Event description:
Reporter alleged the doctor measured blood glucose for the customer to be 104 mg/dl at 5:30 pm back to back with a measurement from the customer's meter of 219 mg/dl at 5:31 pm. Reporter stated no actions were taken and no treatment was received as a result. A request was made for the return of the suspect product and replacement product was sent.